Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred while delivering a bolus. Reportedly, the pump was exposed to temperatures reaching 103 degrees. Customer's blood glucose level was 302 mg/dl. Reportedly insulin delivery was resumed.